Event description:
The user has no sound perception with the device since (B)(6) 2025. One year later, reimplantation was considered, and successfully performed on (B)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.